Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that the previous issue he called in about for possible pump malfunction (already reported). Might actually be an issue with malfunctioning cassette instead. Patient stated that the backup pump he was using started alarming with no disposable error message. No patient injury was reported.